Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch vita meter read inaccurately high compared to his feelings/ normal blood glucose results. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began around (B)(6) 2011. The patient reported blood glucose results of ¿127 to 128 mg/dl¿ and ¿300 to 315 mg/dl¿ with the subject meter. The patient¿s blood glucose usually reads ¿120 mg/dl.¿ the patient manages his diabetes with victoza and stagide. The patient continued to administer his usual dose of medications. A couple days after the start of the alleged issue, the patient claimed he fainted and was ¿hospitalized.¿ treatment was not specified. At an unclear date/time, the patient claimed he also experienced symptoms of a stroke. The patient¿s left arm, leg, mouth and head were paralyzed. The patient also alleged an artery in his brain was blocked. The patient reportedly had to attend a ¿re-education¿ center for a couple months due to his paralyzed arm and leg. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The test strips used at the time of the alleged issue was noted to have been ¿opened longer than the discard date, expired or stored improperly.¿ replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.